Event description:
Healthcare professional reported "chest has been dense and painful on palpation" and "capsular contracture baker grade iii". Healthcare professional additionally reported "cysts". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.